Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified medication. The option-lok male adapter of the tubing set was connected to the patient¿s IV access site. After an unspecified length of time, it was reported that the silicone sleeve of the clave port remained in the opened position. No specific details were provided; however, it was reported that the silicone sleeve of the clave port was ¿pushed in.¿ it was reported that an unspecified volume of blood loss was noted. It was reported the tubing was clamped using the slide clamp of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information including if the clave port had been access with another device.